Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 507 mg/dl to "high". Reportedly, the customer was using fiasp within their pump supplies. Customer went to the emergency room on (B)(6) 2023 with high ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Duration of stay was not provided. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin.